Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5034048) on 19-feb-2014. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), rheumatoid arthritis ("rheumatoid arthritis /"), bacterial test positive ("bacteria infection in the urine"), mobility decreased ("wasn¿t able to move") and genital haemorrhage ("severe blood clots") in a (B)(6) female patient who had essure (batch no. A45114) inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 ((B)(6) 2009, (B)(6) 2013) in 2013, c-section ((B)(6) 2009, (B)(6) 2013), gravida ii and parity 2. She did not have hypersensitivity reaction to nickel. Concurrent conditions included overweight and nickel sensitivity. Concomitant products included celecoxib (celebrex) in 2014 and hydromorphone in 2013 for pain, hydroxychloroquine phosphate (plaquenil) in 2014 for rheumatoid arthritis as well as cilest (ortho tri-cyclen). In (B)(6) 2013, 8 days before insertion of essure, the patient experienced rheumatoid arthritis (seriousness criteria hospitalization and disability) with musculoskeletal pain, arthralgia, neck pain, bone pain, pain in extremity, joint stiffness, pain and mobility decreased and abdominal pain lower ("severe cramping / cramping"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced mobility decreased (seriousness criterion hospitalization). In (B)(6) 2013, the patient experienced myalgia ("muscle pain(aching, stabbing, breaking pain)"), abdominal pain ("abdominal pain (aching,punching,pulling,stabbing, pain)") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced sjogren's syndrome ("sjogren's syndrome"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). In (B)(6) 2017, the patient experienced allergy to metals ("allergy to nickel") with rash vesicular. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial test positive (seriousness criterion hospitalization), osteoarthritis ("osteoarthritis"), vaginal infection ("chronic bacterial vaginal infection"), memory impairment ("memory issues"), headache ("headaches"), loss of personal independence in daily activities ("it took away and still continue to takes away from daily life things she was able to do for her kids") and mental disorder ("psycholo"). The patient was hospitalized on (B)(6) 2014. The patient was treated with prednisone, methotrexate, oxycodone, hydromorphone hydrochloride (dilaudid), surgery (underwent hysterectomy, bilateral salpingectomy.) And surgery (2 total knee replacements because of the severity of the rheumatoid). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bacterial test positive, abdominal pain lower, osteoarthritis, abdominal distension, myalgia, vulvovaginal pain and loss of personal independence in daily activities outcome was unknown, the rheumatoid arthritis and sjogren's syndrome had not resolved, the mobility decreased, genital haemorrhage, allergy to metals and headache was resolving and the vaginal infection, abdominal pain and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, genital haemorrhage, headache, loss of personal independence in daily activities, memory impairment, mental disorder, mobility decreased, myalgia, osteoarthritis, pelvic pain, sjogren's syndrome, vaginal infection and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for allergy to metals, bacterial test positive and rheumatoid arthritis with essure. The reporter commented: she did not allege that essure caused birth defects. She received medical treatment for rheumatoid arthritis,sjogren's syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmation was done. Blood work - it came out as rheumatoid arthritis. X rays to check bones. More blood work and tested for lupus and gout and other stuff - no lupus or no gout, rheumatoid arthritis. Bacteria infection in the urine (B)(6) 2014 . Nickel allergy test (B)(6) 2014 - positive. Most recent follow-up information incorporated above includes: on 27-nov-2017: event¿ sjogren's syndrome¿added, event¿ osteoarthritis¿ added, event¿ it took away and stillcontinue to takes away from daily life things she was able to do for her kids, I still continue to deal withthe damage it has done to my body¿ added, event¿ wasn¿t able to move¿ added, event¿ severe blood clots¿added, event¿ bloating¿ added, event¿ chronic bacterial vaginal infections ¿added,event¿ severe and persistent pain¿added, event¿ bone pain¿added, event¿ muscle pain¿ added,event¿ abdominal pain¿added, event¿ vaginal pain¿added, event¿ memory issues¿ added, event¿ headaches¿added.reporter added, historical condition added and concomedication drug added. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.